Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was under 200 mg/dl at the time of the call. The customer stated that the act button is not functioning as designed. The customer had to hit the button twenty times for a response. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.